Event description:
It was reported that the ventricular assist device (vad) exhibited frequent low flow alarms, and the patient felt fluttering in the chest. It was further reported that there were abnormal/irregular looking wave forms when the controller was attached to the monitor and atrial fibrillation was suspected. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. The reported low flow alarm event was confirmed via review of log file which revealed a slight decrease in estimated flow starting on (B)(6) 2019. Four (4) low flow alarms were logged since (B)(6) 2019. Additionally, log file analysis pertaining to (B)(4) revealed a controller power up event on (B)(6) 2019 at 12:32:40. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 25% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 45% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 10 seconds. This is an additional finding not related to the reported event. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. Information provided by the site indicated that, in addition to the low flow alarms, the patient felt fluttering in the chest. It was further reported that there were abnormal/irregular looking waveforms when the controller was attached to the monitor and atrial fibrillation was suspected. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.